Event description:
It was reported that (1) ems was used during a lap hernia procedure. It was reported by the rep that the surgeon went to fire the stapler and discovered that the legs would not form at all. In addition the stapler would not release the staple. The surgeon pulled the stapler out of the pt and fired it over the mayo stand and had the same result. A new stapler had to be opened to complete the case. There was not consequence to pt.